Event description:
It was reported that the patient felt pocket stimulation after using an air chisel. The left ventricular (lv) lead was turned off and the stimulation stopped. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-53 lead, implanted: (B)(6) 2011; 694765 lead, implanted: (B)(6) 2011. (B)(4).